Event description:
The customer reported that there was a communication error message and the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was in need of replacement. An order has been placed to receive replacement part. No further service information is available at this time.